Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch number for the tubeset involved in this case: 1221934-2015-10074. Awaiting device return.

Event description:
Acl reconstruction and menscus repair. The surgeon started the surgery and did the meniscus repair. No complications but when he was going to start the acl reconstruction he felt that the calf was swollen and very hard. The or staff experienced that approx. 600 ml of fluid stayed in the patient and did not go out through the outflow/portals/shaversuction. The pump did not keep the pressure as usually. The surgeon suspected a risk for compartment syndrome and quit the surgery. No acl reconstruction was performed. The patient was kept in ward for observation. Out flow tubings used at this location: (B)(4). Lot 242.

Manufacturer narrative:
The complaint device was returned and an evaluation was performed. The device passed all testing and was found to be fully functional; this complaint could not be confirmed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this device. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) date of manufacture unavailable at the time of submitting report. Associated medwatch number for the tubeset involved in this case: 1221934-2015-10074.